Event description:
Customer reported device = 191 & 193 mg/dl. Cusotmer ate. Device = 282 mg/dl. Customer's neighbor took customer to the hosp. Hosp device = 137 mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.